Event description:
It was reported that in central processing, a broken cable was identified on the large suturecut needle driver instrument. There was no allegation of harm or injury to a patient. Nothing reportedly fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip close cable broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment stuck out at the instrument's wrist. Other cables at the wrist were not damaged. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the broken cable could likely cause or contribute to an adverse event, if the malfunction were to recur.